Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing syncope. A remote interrogation was performed and boston scientific technical services (ts) was consulted to review the interrogation. Upon review it was found the patient was in ventricular tachycardia (vt) where anti-tachycardia pacing (atp) was delivered and then accelerated the rhythm to the ventricular fibrillation (vf) zone. Two shocks were delivered and successfully converted the patient. Further review found undersensing of the tachycardia arrythmia, however it was noted that it did not delay therapy. Low rwave amplitude was also observed. No additional adverse patient effects were reported.